Event description:
As reported, approximately five years post initial right tka, this patient is presenting with osteolysis on the medial femoral epicondyle which is currently asymptomatic but surgeon believes it¿s due to poly wear. At the moment the patient is considering their options but surgeon anticipates the poly exchange will occur within the next three months. X-ray received. No other information provided.

Manufacturer narrative:
Concomitant medical products: logic femoral ps cem right sz 4 (cat# 02-010-01-0340 / serial# (B)(4)). Lgc tibial fit tray cem sz 4f / 4t (cat# 02-012-45-4040 / serial# (B)(4)). Three peg patella 41mm (cat# 200-02-41 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
Section b5: additional information received indicates that the patient was revised on (B)(6)2022. Per x-ray received what was originally thought to be osteolysis turned out to be stress shielding. H3: the revision reported was likely the result of axial rotation mismatch of the femoral component relative to the tibial insert which led to severe wear of the polyethylene. Additionally, a contributing factor to the severe wear and delamination may have been result of being packaged in a non-conforming vacuum bag for more than five years. The most probable root cause associated with the reported event of "prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.